Event description:
It was reported a pulmonary embolism (pe), implant embolization, and death occurred.a left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device was implanted. The procedure was concluded successfully, and while the patient was being prepared for transfer out of the procedure room, hemodynamic and rhythm changes occurred. Cardiopulmonary resuscitation (CPR) was commenced. Fluoroscopic imaging was used to check positioning of the closure device, and confirmed it remained intact in the original implanted location. The patient was re-intubated, and a transesophageal echocardiogram (tee) imaging probe was advanced. CPR continued. 300j cardioversion was performed, and tee showed the closure device had embolized. Resuscitation efforts continued, and the embolized closure device retrieval was performed, successfully removing the device from the patient. Several physicians determined the cause of the patient decompensation was due to a pe. A non-boston scientific (bsc) left sided blood pump device and a non-bsc extracorporeal membrane oxygenation (ECMO) machine was used as advanced medical interventions yet did not rectify the patient outcome. The closure device embolization was determined to be secondary to the multiple rounds of CPR and cardioversion. The patient died. The official cause of death is unknown, but the pulmonary embolism is suspected to be the cause.

Manufacturer narrative:
B5: information added.

Event description:
It was reported a pulmonary embolism (pe), implant embolization, and death occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device was implanted. The procedure was concluded successfully, and while the patient was being prepared for transfer out of the procedure room, hemodynamic and rhythm changes occurred. Cardiopulmonary resuscitation (CPR) was commenced. Fluoroscopic imaging was used to check positioning of the closure device, and confirmed it remained intact in the original implanted location. The patient was re-intubated, and a transesophageal echocardiogram (tee) imaging probe was advanced. CPR continued. 300j cardioversion was performed, and tee showed the closure device had embolized. Resuscitation efforts continued, and the embolized closure device retrieval was performed, successfully removing the device from the patient. Several physicians determined the cause of the patient decompensation was due to a pe. A non-boston scientific (bsc) left sided blood pump device and a non-bsc extracorporeal membrane oxygenation (ECMO) machine was used as advanced medical interventions yet did not rectify the patient outcome. The closure device embolization was determined to be secondary to the multiple rounds of CPR and cardioversion. The patient died. The official cause of death is unknown, but the pulmonary embolism is suspected to be the cause. It was further clarified that although closure device percutaneous retrieval was attempted, it was not successfully retrieved and remains in descending aorta. It was further added that the activated clotting time (act) result was greater than 400 during the procedure and 75 mg of protamine was given prior to the patient decompensating/CPR.

Manufacturer narrative:
B1: product problem added. B5: information added. D6b correction made: explant date removed, as it was incorrectly stated in prior report as (B)(6) 2024, since the device still remains in patient. H6 patient code added: "cardiac arrest." H6 correction made: evaluation method code of "device discarded", was replaced with "device not accessible for testing."

Event description:
It was reported a pulmonary embolism (pe), implant embolization, and death occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro closure device was implanted. The procedure was concluded successfully, and while the patient was being prepared for transfer out of the procedure room, hemodynamic and rhythm changes occurred. Cardiopulmonary resuscitation (CPR) was commenced. Fluoroscopic imaging was used to check positioning of the closure device, and confirmed it remained intact in the original implanted location. The patient was re-intubated, and a transesophageal echocardiogram (tee) imaging probe was advanced. CPR continued. 300j cardioversion was performed, and tee showed the closure device had embolized. Resuscitation efforts continued, and the embolized closure device retrieval was performed, successfully removing the device from the patient. Several physicians determined the cause of the patient decompensation was due to a pe. A non-boston scientific (bsc) left sided blood pump device and a non-bsc extracorporeal membrane oxygenation (ECMO) machine was used as advanced medical interventions yet did not rectify the patient outcome. The closure device embolization was determined to be secondary to the multiple rounds of CPR and cardioversion. The patient died. The official cause of death is unknown, but the pulmonary embolism is suspected to be the cause. It was further clarified that although closure device percutaneous retrieval was attempted, it was not successfully retrieved and remains in descending aorta. It was further added that the activated clotting time (act) result was greater than 400 during the procedure and 75 mg of protamine was given prior to the patient decompensating/CPR. It was further reported that cardiac arrest also occurred.